Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014, at 18:44:56. During night drain cycle eight, the patient's ultrafiltration reading was 1149ml, indicating the home patient (hp) drained 1049ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The event was confirmed through the review of the event history log. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.